Event description:
It was reported that a signal loss occurred. It was determined that loss of connection was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-177086 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The initial MDR associated with MFR# 3004753838-2022-177086 and coreid (B)(4) was originally submitted on september 23, 2022, under the MFR # 3004753838-2022-177086 with coreid (B)(4). However, due to a system issue acknowledged by esg/cdrh, the submission failed to process. As per esg/cdrh communication on september 23, 2022: ¿the cesub helpdesk has communicated they are aware of multiple mdrs that failed to process and multiple ack3s that failed to send between september 7 and september 26 due to an infrastructure issue. They are working as fast as they can to reprocess the mdrs and resend ack3s. Their goal is to complete this task and respond to all open ack3 tickets by october 7.¿ as of october 28, 2022, the issue remained unresolved. Esg/cdrh advised resubmission of the MDR. When resubmitted, the original MFR# resulted in failed acknowledgments due to duplicate errors. To address this, we submitted the MDR under a new MFR#, 3004753838-2022-206221, with coreid (B)(4), including a justification noting that it corresponds to the initial submission of MFR# 3004753838-2022-177086 with coreid (B)(4). This supplemental MDR is referencing the resubmitted initial MDR with MFR# 3004753838-2022-206221 with coreid (B)(4) mirroring the same initial information.